Event description:
It was reported that a pump motor stall occurred; the motor restarted after some time. After refill, the pump worked correctly for one hour and then a motor stall occurred again. The pump was explanted. No injury was reported. Patient's outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).